Manufacturer narrative:
The lead was discarded and is unavailable for analysis. Without the return of the anchor for analysis, the cause of the event as reported could not be established. Evoke scs system surgical guide lists lead migration from the location chosen at initial implantation, resulting in stimulation changes and requiring surgery (including revision, explant, and replacement) as a result as a potential risk associated with the implantation and use of a spinal cord stimulation system. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported stimulation changes. A lead migration was confirmed. A lead revision was performed to restore therapy.